Event description:
Rt responded to a ventilator alarm, found the patient disconnected (at the humidifier outlet). Patient was reconnected and hyper-oxygenated with 100% fi02. The ventilator continuing to alarm...the "high internal 02" alarm would not reset. Decrease in o2 sat during, stabilized. No further issue. Equip needs to be check, fixed. Vent alarmed related to patient disconnected (at humidifier outlet); patient reconnected and hyper-oxygenated with 100% fi02. Ventilator continued to alarm; "high internal 02" alarm would not reset. Vent switched from esprit ventilator (B)(4) to esprit ventilator serial number (B)(4). No permanent harm, temp decreases in patient's o2 sat 94% prior to: 99% after event.